Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7073890.

Event description:
It was reported that the patient was experiencing high impedance due to suspected spinal cord stimulation (scs) lead fracture. The patient will undergo revision procedure.